Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill message occurred after the cartridge was filled with 300 units. Additionally, it was reported that there was a small air bubble in the patient line. The user's blood glucose level was 117 mg/dl. The user loaded a new cartridge, primed the tubing, and resumed insulin delivery.